Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis found that the reported event was caused by the helix being clogged with blood and tissue, with no lead anomalies identified except for procedural damage.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the helix of the new right ventricular (rv) lead could not be extended. The rv lead was not implanted, and an alternate rv lead was implanted instead. The patient's condition is unknown.